Event description:
Implantation went smoothly with no notable complications. After removing the targeting guide dr. (B)(6) was unhappy with the post as it sat proud enough to cause soft tissue irritation. Unable to correct the issue he removed zb implants and used arthrex. I would assume the patient consented to zimmer biomet incore lapidus but he received athrex plates instead.

Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation, a follow-up report will be filed.